Event description:
It was reported that in 2008, the cuff on a size 8 fenestrated tracheostomy tube burst during use. The pt replaced it with another tracheostomy tube. It is not known if the pt pre-tested the cuffs prior to use. It was reported that the tube was thrown away.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided and the MFR will review the lot history records.